Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Unopened samples of product code j416, lot # md5135 were received for analysis. The issue sample was not returned for evaluation. Representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and during the visual inspection the needle/suture combinations were correctly placed on the winding former. The sutures were dispensed without problems and examined along of the strand and no defects or damage were observed. According to the sample condition the assignable cause cannot be determined since no defects were observed on the packet or the suture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was tissue location for the placement of the v416h and v426h sutures? What was the tissue condition at placement, i.e., normal or thin, calcified, fragile, diseased? Was the wound cultured? If yes, results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent achilles tendon repair and graft on (B)(6) 2018 and suture was used. On (B)(6) 2018, the patient returned due to pain and swelling. The patient was administered antibiotics when he presented with issues. On (B)(6) 2018, the patient was brought back to surgery for deep suture abscess. During the reoperation, the surgeon stated you could see where stitches had been and the tissue seemed rotted. The patient underwent I&d, debridement with wound vac. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was tissue location for the placement of the v416h and v426h sutures? Right posterior ankle, achilles repair was initial surgery. What was the tissue condition at placement, i.e., normal or thin, calcified, fragile, diseased? Normal. Was the wound cultured? If yes, results? Yes, preliminary (B)(6), final result sparse (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Neglected achilles rupture x 8-12 months. What is the patient¿s current status? 4 weeks non-wt. Bearing with wound vac. X 1 week. Healing well except for one open area.